Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation at the neurostimulator site and her symptoms returned immediately after the shocking episode. She also had back pain associated with the event. Impedance measurements of >4000 ohms were seen on electrode combinations of c&0, 0&2, and 0&7. It was noted that the device was implanted in the abdominal region. After several reprogramming attempts, the device system was replaced. During the replacement procedure, it was observed that the lead was properly connected to the neurostimulator. The lead was not replaced and left in the patient. A new lead was placed along with a new neurostimulator. The patient's outcome was reported as okay.